Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor found the swg (spring wire guide) kinked at its front, prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned an opened cs-24301-e containing various components including the guide wire advancer; however, the actual guide wire was not returned for evaluation. Visual examination did not reveal any damage to the product packaging or to the guide wire advancer. The reported damage to the guide wire could not be confirmed as it was not returned for evaluation. A device history record review was performed on the packaging and the guide wire and no relevant issues were identified. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the doctor found the swg (spring wire guide) kinked at its front, prior to patient use.